Event description:
As reported, the patient was at high risk of pe, and the surgeon performed filter implantation. The cordis filter that was used during the operation, failed to open normally, causing a piece of the filter to float to the heart. The filter separated into two or more pieces. The local hospital did not have the skills to perform the thoracotomy surgery (open heart surgery). The patient was transferred to another facility. The patient underwent the thoracotomy (open heart surgery), and the separated piece was removed from the heart. The patient is currently certified as having an 8th level disability by the disability appraisal agency. The patient has now been discharged from the hospital. There was no damage noted to the filter storage tube during prep of the device. There were no issues during delivery. The filter was not in an acute bend during delivery. Thrombus was not present at the implant site. There was no contraindication for anticoagulation. The vena cava was noted to be a normal size. The vessel was noted to have been measured. The vessel did not have any calcification, tortuosity, or stenosis. The filter was not embedded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, the patient was at high risk of pe, and the surgeon performed filter implantation. The cordis filter that was used during the operation, failed to open normally, causing a piece of the filter to float to the heart. The filter separated into two or more pieces. The local hospital did not have the skills to perform the thoracotomy surgery (open heart surgery). The patient was transferred to another facility. The patient underwent the thoracotomy (open heart surgery), and the separated piece was removed from the heart. The patient is currently certified as having an 8th level disability by the disability appraisal agency. The patient has now been discharged from the hospital. There was no damage noted to the filter storage tube during prep of the device. There were no issues during delivery. The filter was not in an acute bend during delivery. Thrombus was not present at the implant site. There was no contraindication for anticoagulation. The vena cava was noted to be a normal size. The vessel was noted to have been measured. The vessel did not have any calcification, tortuosity, or stenosis. The filter was not embedded. Two pictures related to the reported malfunction were submitted for review. In one of the pictures a radiological image is observed. In the other picture a filter being held with two hands is observed. The filter presents a fractured/separated condition in several places. No other outstanding details are observed in the attached pictures. The complaint reported by the customer as ¿filter~ migration- to suprarenal ivc/svc¿ was not confirmed due to the nature of the complaint. The complaint reported by the customer as ¿filter~ fractured-separated¿ was confirmed based on the image analysis. The exact cause of the separation cannot be determined without returning the device or providing films for review. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the patient was at high risk of pe, and the surgeon performed filter implantation. The cordis filter that was used during the operation, failed to open normally, causing a piece of the filter to float to the heart. The filter separated into two or more pieces. The local hospital did not have the skills to perform the thoracotomy surgery (open heart surgery). The patient was transferred to another facility. The patient underwent the thoracotomy (open heart surgery), and the separated piece was removed from the heart. The patient is currently certified as having an 8th level disability by the disability appraisal agency. The patient has now been discharged from the hospital. There was no damage noted to the filter storage tube during prep of the device. There were no issues during delivery. The filter was not in an acute bend during delivery. Thrombus was not present at the implant site. There was no contraindication for anticoagulation. The vena cava was noted to be a normal size. The vessel was noted to have been measured. The vessel did not have any calcification, tortuosity, or stenosis. The filter was not embedded. Two pictures related to the reported malfunction were attached and reviewed. In one of the pictures a radiological image is observed. In the other picture a filter hold by two hands is observed. The filter presents a fractured/separated condition in several places. No other outstanding details are observed in the attached pictures.